Event description:
It was reported that the pacemaker had been interrogated successfully prior to the electrophysiology (ep) study and an atrioventricular (av) ablation was going to be performed, however they had not preceded that far. There was a power surge in the room at one point and multiple attempts to interrogate the pacemaker were unsuccessful. The caller said at times all of the green lights on the programmer head were on, but it would go out. The programmer had been powered down and powered back up twice but each time the caller tried to interrogate the programmer, it would start "searching" and no session would start. There were no error codes on the screen. At times the interrogation would start but then abort. Technical support (ts) suggested that the physician manually choose the device and try to re-interrogate but it was not possible to interrogate. Ts suggested placing the programming head over the pacer with the programmer off to see if the magnet response was appropriate. According to the monitor, the device was responding to the magnet and was not reset. Ts suggested that the physician get a hold of another programmer. Ts stated that either the power surge affected the programmer or there was something in the room that was interfering with the telemetry, however the caller did not think anything in the room was causing the issue since they were able to interrogate before. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).